Event description:
It was reported that the balloon did not inflate and the balloon could not maintain inflation. No patient complications were reported.

Manufacturer narrative:
The device was returned and evaluated. Examination revealed that the balloon did not inflate due to leakage from the inflation lumen near the distal end of the thermal filament mid-form. The slit, about 0.1 inches long, was found at this location. The slit entered the inflation lumen a CAPA is in progress for slit in catheter body related to balloon inflation.